Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The analysis of the run data file does not indicate a definitive root cause of the failure. Signals suggest that it is possible, although not conclusive that the plasma line may have been occluded during a portion of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some rwbcs to escape and contribute to the higher than expected rwbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above.